Event description:
It was reported by repair work order that the foot end dropped approximately six to eight inches when loading the cot into the ambulance with a patient on the litter. Allegedly, the patient was jolted but not injured. Upon inspection from the technician, it was identified the plastic base support link arms are bent. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.